Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an inquiry about high hv (high voltage) lead impedance. Back in (B)(6) of 2016 there was an alert for right ventricular (rv) lead impedance greater than 3000 ohms. The lead was reprogrammed to bipolar with satisfactory impedances around 600 ohms. Today, both the hv and svc (superior vena cava) lead impedances are high. It was noted that they seem to have been increasing. It was confirmed that there was high and intermittent fluctuating high voltage (hv) lead impedance values. It was noted that this lead had previously alerted for hv lead impedances greater than 200 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.